Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for trochanteric fracture with the traumacemtm v+ injection cannula in question. In the surgery, the cannula tip was broken due to the influence of premature hardening of the cement. The event took place in sequence as follows: the cement was prepared as per surgical techniques. The cement had been refrigerated until just prior to preparation. The surgeon already felt stiffer than usual when filling the syringe. The cement had been hardened approximately 15 minutes after monomer was added, or approximately 10 minutes from the start of filling via blade. Although the timing of cement hardening mentioned above was about 10 minutes after the start of filling from the blade, the cannula could not be removed due to the cement hardening, and when the cannula was turned to attempt removal, the tip was broken. It was confirmed that the fragment was not remained the body by image. The surgery was completed successfully without any surgical delay. The surgeon commented that the room temperature and the procedure time were within the expected range, so why did they stiffen? When to use them in the future so that the above conditions would not occur. The surgeon asked how many other similar cases there were and wanted to know. No further information is available. This report is for one (1) traumacem v+ cement kit 10 ml. This is report 1 of 1 for complaint (B)(4).